Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.(B) (4)

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified concentration of saline via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set to deliver an unspecified concentration of avelox. It was reported that the avelox was yellow in color. After an unspecified length of time in use, the nurse noted that the solution in the saline container was "beginning to turn yellow," instead of being clear as expected. At an unspecified time, the delivery was stopped and the device was removed from clinical service. Multiple unsuccessful attempts have been made for additional information. No response has yet been received. Hospira is continuing to investigate the reported event.